Event description:
It was reported that the user experienced bluetooth signal loss between the dexcom g7 cgm and the ilet pump, while cgm data remained visible in the dexcom mobile application, and support guided the user to toggle cgm model selection and reboot the ilet to reestablish connection. Symptoms included no adverse clinical effects and no glycemic events. Outcomes included restoration of cgm-to-pump communication and no alerts or alarms on the ilet. Investigation included review of alert history and guided troubleshooting for wireless pairing and device restart. Investigation of this case revealed a transient communication issue consistent with wireless connectivity interruption between the cgm and the pump, with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-level connectivity disruption resolved through standard troubleshooting.